Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to instability and infection. The case report form indicated this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Engineering evaluation noted that the revision was likely the result of infection, which likely contributed to the reported instability, which is addressed in the product labeling under general surgical risks.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to instability and infection. The case report form indicated this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.